Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: posterior lateral fusion l3-4 and l4-5; posterior spinal instrumentation segmental l3-4 and l4-5; transforaminal lumbar interbody fusion with right sided approach l3-4 and l4-5; interbody instrumentation using cage l3-4 and l4-5; autologous local bone grafting augmented with rhbmp-2/acs and actifuse bone graft substitute; for pre-op diagnosis of: degenerative disc disease with spinal stenosis at the level of l3-4 and l4-5. As perop notes: ".. Then we packed autologous local bone and rhbmp-2/acs onto the lateral aspect of the interspace and followed it with more autologous local bone and then inserted the cage. The size was 10 x 25mm. The cage was filled with autologous bone and rhbmp-2/acs. Both cages went in appropriate location and levels at the l3-4 and l4-5.. We went ahead and applied bone graft and autologous local bone, rhbmp-2/acs and actifuse bone graft substitute to span the transverse process of the l3, l4 and l5 bilaterally. On the left side, where the facet joint was left, we went ahead and decorticated the area to a nice bleeding surface and applied autologous local bone and rhbmp-2/acs and actifuse bone graft substitute to enhance the formation of posterior fusion.. The patient tolerated the procedure well and there were no noted complications.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior autologous local bone grafting procedure at l3-l5 augmented with rhbmp-2/acs to address chronic lower back pain. An unknown time post-op, the patient reportedly developed abnormal ectopic bone growth, which in turn caused ongoing, chronic pain and other complications. Allegedly, the patient developed severe pain in his back and legs caused by the ectopic bone growth. The patient has suffered "severe, painful and debilitating injuries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.